Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt ((B)(6)) is unable to communicate with the ipg via the programmer. Efforts to resolve this matter through noninvasive troubleshooting were unsuccessful. An x-ray was taken for further interrogation; however, no anomalies were detected. Surgical intervention will be undertaken at a later date to address this issue.